Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the sensor was giving inaccurate readings and triggered threshold suspend when blood glucose was high. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 145 mg/dl and sensor glucose was 67 mg/dl at the time of call. The customer stated that the cannula was bent. The representative explained to the customer how the glucose travels in the body. The sensor will not be returned for analysis.